Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing in the station after order was placed. A technical support specialist (tss) dialed into the server and found the order has been discontinued. The tss advised to check with pis team and tried to place the order numerous times, but it would not show at the pyxis med station. After numerous follow-ups with the customer receiving no response, the tss proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication was not showing after order was placed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication was not showing after order was placed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.